Manufacturer narrative:
The customer complain of cracked bezels was confirmed during the investigation. During external inspection all of the returned pump module devices were found to have cracks at the lower hinge shroud. All of the returned devices also had large pieces of plastic missing near the air-in-line sensor assembly. During internal inspection all of the returned pump modules had cracks underneath the membrane frame. The most obvious crack was from the door latch yoke to the primary pumping finger. Other smaller cracks were also observed near the upper and lower pressure sensors. There were also signs of dried fluid residue (brown in color) on 9 out of 10 devices. Based on test results these noted cracks did not have an effect on rate accuracy. All returned devices were found to be within specifications. A previous practice consultant site visit ((B)(6) 2018) reported the use of pdi sani-cloth af3 germicidal disposable wipes during cleaning of the alaris system. Af3 is very aggressive germicidal wipe and contains chemicals on the cleaning product guidelines, do not use list. It is recommended that the customer discontinue the use of pdi sani-cloth af3 germicidal disposable wipes when cleaning the alaris system. Bd offers online resources to assist with the selection of recommended cleaning products that are safe for alaris system cleaning. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that they have approximately 60 lvps that are experiencing cracked bezels on devices that are 2 years old or less. Currently the customer states that they store their devices in the clean utility room prior to use, the soiled utility room post usage and central distribution after cleaning and prior to the movement to the clean utility room. The customer later provided the cleaning items they use to clean the lvp's after use. They are as follows: orange top pdi sani cloth wipes, alcohol ¿to clean contacts, nylon tooth brush ¿ to clean contacts, lightly damp, lint-free cloth ¿ to remove cleaner residue, q-tips ¿ to clean the air intake if visibly soiled and distilled water ¿ to clean the air intake if visibly soiled. The customer recognizes that the manufacturing cleaning video recommends the purple top sani wipes that they no longer use. It was communicated during the lvp roll-out that the orange top wipes would be used for cleaning the lvp's and are on the approved list of cleaning products (10% bleach product). There was no patient involvement.